Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. A log review confirmed the constant disconnection and reconnection to the central station since on (B)(6) 2026; however, during the call with the customer biomedical engineer (biomed), the bedside monitor remained connected to the central station and all test measurements were being sent to the central with no issue. Based on the information received, the source of the reported issue could not be confirmed during the call and it remained unclear if there was actual harm. The rse had biomed disconnect the network cable on the back of the mx750 bedside monitor and pinged the ip address assigned to the bedside monitor 10.115.139.141 but did not get a ping back. No duplicate ip addresses found in the system. The rse tried to access local switch, but could not connect to any of the switches on the pic ix network; none of the switches are accessible. The rse recommended parts repair and bench, but biomed does not have another spare bedside monitor to swap the device from service. A philips technical consultant (tc) went to the customer site. Upon arriving, the monitor was connected to the central monitor and was working as intended. The tc was unable to duplicate reported issue. The tc checked the switch and didn't find that the port was error disabled. The tc swapped the monitor from the current room to another empty room to test if there was a layer 1 issue with the cable run from room to switch. After a different monitor was placed in the affected room, the issue stayed with that room. The tc spoke with the biomed and they were calling the customer's cabling vendor to test and verify the cable run. The tc also spoke to the department manager while onsite and they stated that recently within the last two months they had other cabling work done in the department. Multiple attempts were made to confirm with the customer, if there was actual harm associated with this issue, but no response was received from the customer. Based on the results of the analysis, the product malfunction was unable to be confirmed; the device was working at the time of testing. The cause was not determined. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx750 patient monitor. It was reported the ICU staff was unable to view the patient's low blood pressure at the pic ix central station; however, bedside monitoring remained active. The central station continuously displayed the notification 'no central monitor' with the bedside constantly connecting and disconnecting from the central station. There was no claim of malfunction on the bedside monitor, as measurements remained functional. The patient was transferred to another monitor and it was noted there was no patient harm related to this issue. However, safety flags were checked in the initial report due to the inability to monitor the patient's low blood pressure; therefore, it was not known if there any actual harm to the patient.